Manufacturer narrative:
(B)(4) date sent 7/7/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hernia repair the nurse instrumentalist checks the needle before starting the procedure and realizes that when it is activated it does not return. The doctor reviews it and gives the same verdict. By not returning the needle to the original position alone, it would not work to determine if the doctor enters the cavity correctly. Another is therefore requested.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pn120 device was returned with no apparent damage. During the visual inspection, no anomalies were noted on the tip of the needle. The device was functionally tested to detect any issues. Upon evaluation of the device, it was functionally tested and the blunt stylet, the ¿red safety indicator¿ did not reset itself back to the original position. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history review: a manufacturing record evaluation was performed for the finished device lot 413d89 number, and no non-conformances were identified.